Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2019. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. "The patient demographic info: age, weight, bmi at the time of index procedure? Please specify a date, indication and name of initial surgical procedure when the mesh implanted? Were there any intra-operative complications? Any concurrent procedure? Other relevant patient comorbidities? Product code and lot number? When was the mesh exposure first noted by a physician? Diagnostic confirmation of vaginal mesh erosion? What is physician¿s opinion as to the etiology of or contributing factors to this event (mesh erosion with mild pain in left vaginal sulcus)? Date and surgical findings of partial mesh removal? What is the patient's current status after partial removal? Is mild pain in left vaginal sulcus resolved?"

Event description:
It was reported that the patient underwent a gynecological surgery on unknown date and the mesh was implanted. The patient experienced mesh erosion with mild pain in left vaginal sulcus and the mesh was partially removed by urogynecologist after mdt work up. Additional information has been requested.